Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they stopped peeing and now started pooping and noted they pooped all morning. Later on that day, patient's spouse called in saying they discovered the lead was disconnected so they reconnected it. No further patient complications have been reported as a result of this event.